Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7089278.

Event description:
It was reported that the patient developed an infection. Symptoms of weeping wounds at both midline and flank were noted. The physician does not believe the infection was procedure or device related, and the cause was unknown. The patient underwent a spinal cord stimulator (scs) system explant procedure was placed on antibiotics. The explanted products were disposed by the medical facility.